Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, minimum fill notifications occurred after filling a cartridge with approximately 250 units of insulin. There was no reported impact to the customer's blood glucose level. Reportedly, a cartridge was loaded to address the issue.